Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading at the time of hospitalization was unknown. The customer stated they sweating, had confusion, headache, altered vision. The other blood glucose values were 700 mg/dl and 350 mg/dl. The customer¿s current blood glucose reading was 154 mg/dl. Customer has been using the insulin pump system within 48 hours of reporting high blood glucose event. The auto mode or smart guard feature was not active at time of high blood glucose event. The insulin pump will be returned for analysis.